Event description:
A customer reported their adc meter "powers off soon after strip insertion". As a result of this issue, the customer stated that on (B)(6), 2011 "at 2:30am (he) woke out of bed and passed out due to low blood sugar". The customer experienced a loss of consciousness, paramedics were called and he was transported to a health care facility. The customer reported a diagnosis of hypoglycemia, although he did not know if he was treated with glucose, and stated he "didn't remember, everything was fuzzy until 9:00am when he awoke in the hospital". The customer indicated he did not remember if he attempted to self-treat to counteract the event, but stated he "popped some popcorn" at an unknown time. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. During investigation, meter powered on with button and with insertion of strips. Did not observe meter turn off after strips were inserted. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.